Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: received for analysis was a broken gezc6200jadv guard wire (gw) without original packaging. The ez adaptor and ez flator used during the case were not returned for evaluation. Analysis revealed that the balloon on the guardwire appeared bloody and baggy, indicating use. The guardwire actual outer diameter and inner diameter measurements showed the device met specification, the guardwire hypo tube was noted broken 119.5 from the distal tip. Magnified view of the balloon revealed severe damage to the balloon material, the damage consisted of a severe cut. The cut appears to be as if the balloon got caught with a sharp object. The blood noted in the balloon entered through this cut. The guardwire exhibited a kink at the location of the break. The length of the proximal guardwire returned measured 90.2cm with the proximal section of the gold marker and the extension wire intact. Note: guardwire temporary occlusion <(>&<)> aspiration system is indicated for carotid use in japan but is the same as the guardwire temporary occlusion <(>&<)> aspiration system approved in us with coronary indication. If information is provided in the future, a supplemental report will be issued.

Event description:
A guardwire device was used during a procedure in the internal carotid artery (ica). A femoral approach was used. There was no stenosis proximal to the target lesion. There was no stent implanted proximal to the target lesion. No tortuosity or calcification was present. No unusual resistance was noted when removing the protective sheath from the device. Negative pressure was applied with no issues noted. The wire was inspected prior to use with no issues noted. No resistance was noted with the ancillary device during delivery or when passing the target lesion. The lesion was not pre-dilated. The guardwire was used during the carotid artery stenting (cas) procedure with no issues noted. The balloon was inflated during prep and also inflated to 6mm in vivo. At the end of the procedure, when post dilation was completed, the guardwire was pulled out with a non-medtronic balloon. When the guardwire was removed from the patient, a kink issue was observed on the proximal part of the wire. Aspiration had not yet been carried out on the patient and the lesion stenosed again. The patient became aphasiac, but recovered on/after the following day. The physician thought that the cause was spasm during implant of the stent and that the cause did not result from deflation of the carotid guardwire. No other adverse event or complication was reported. The physician thought that the blood vessel was injured when the carotid guard wire was pulled out, but the physician believed that during positioning the stent, the blood vessel was injured. When the device was picked up for return, it was noted to be fractured. On review of the returned device it was noted that the balloon was ruptured. The physician indicated that balloon deflation was due to the kinked wire. The physician indicated this occurred after post dilation. The physician deemed the kink in the wire to have caused the balloon deflation.